Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump error has occurred every other day. The blood glucose level was unknown. The customer also stated that they received multiple power loss alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with power error due to j6 connector resistance issue. Unexpected battery power loss not found during testing. Device passed the displacement test, sleep current test and active current test (B)(4).